Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack on the distal end and adhesive around light guide lens has a pinhole. A root cause could not be identified for the crack on distal end. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. A root cause for the pinhole in the adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited crack on the distal end and adhesive around light guide lens has a pinhole. There was no patient involvement.